Event description:
I started to have problems seeing. My eyes were red for a few days, and I initially thought that it was from allergies. After several days, my eyes became swollen and there was this yellowish discharge coming out of my left eye. I couldn't stand to keep my eyes open because it hurt to open them. I had a sharp pain that kept going through my eyes, so I finally went to the dr. She said that I had a severe eye infection. She gave me some type of antibiotic eye gel that I had to keep on my eyes all day. I used this gel for three weeks before the infection went away. Dose or amount: soak for at least 4 , frequency: once a day, route: ophthalmic. Dates of use: #1. Approx six weeks in 2007, #2. Ten days in 2007. Diagnosis or reason for use: cleansing my soft contacts. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.